Event description:
New information noted that the implantable cardioverter defibrillator was found in backup operation. It was also noted that patient was experiencing diaphragmatic stimulation. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited back up mode. No intervention was performed.